Event description:
A customer contacted beckman coulter (bec) reporting a leak coming from the modular chemistry (mc) side of the synchron lx20 pro clinical analyzer. Less than 10 milliliters leaked onto the floor and the interior drip tray was wet. The customer could not identify the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to inspect the system. The fse noticed ionized selective electrode (ise) line #15 was pinched causing no drainage. Line was redirected and no further leaking was observed. Although no obvious defects were observed, fse performed the following: replacement of the chloride and calcium tip electrode, flushing of the sample probe and alignment verification for customer satisfaction. Fse confirmed failure mode to be a pinched ise line #15. (B)(4).